Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. During a left popliteal artery dilatation, a 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The balloon was loose and there was blood and dried contrast in the inflation lumen (shaft). The tip, balloon, markerbands, proximal weld, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 11 mm in length. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. During a left popliteal artery dilatation, a 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.